Event description:
It was reported that after 21,000j while using the fiber during a photo-selective vaporization of the prostate (pvp) procedure, the fiber broke as the fiber started pulling back. The fiber was replaced; however, when the fiber card was inserted, a card expired message was received (0 joules used). The fiber was again replaced and the procedure completed using a third fiber for 99,768j of energy. There was no patient injury as a result of the event. This report is for the first fiber used.